Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: visual inspection of returned item exhibits signs of repeated use and the post feature has fractured off . All pieces were returned. The report determined the fracture to be consistent with overload fracture. Review of the device history record identified no deviations or anomalies during manufacturing. -root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has returned the products to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during trialing reduction with trial poly, the ef "0" tasp broke. No additional information available per dr. David anderson.

Event description:
No further event information available at the time of this report.